Manufacturer narrative:
Failure analysis on the returned power management board found that the component failure y1, q11 shorted and q42 shorted on the pm pcba prevented the ventilator to power on.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.